Manufacturer narrative:
Physio-control further evaluated the customers device and verified that the device shut down unexpectedly after pressing the shock button. The therapy pcb was replaced and the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control initially received a report of a non-critical issue that occurred during synchronized cardioversion. During servicing, it was determined that the device shut down unexpectedly after pressing the shock button. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb was replaced and after the device passed functional and performance testing, the device was returned to the customer for use. The cause was determined to be the therapy pcb but no further root cause is known.

Event description:
Physio-control initially received a report of a non-critical issue that occurred during synchronized cardioversion. During servicing, it was determined that the device shut down unexpectedly after pressing the shock button. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.